Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Pump received with cracked display window corner. Unable to perform displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump had one continuous crack. Customer does not know how damage occurred. Customer also reported of having difficulties inserting infusion set and cannula not entering due to manually inserting infusion set as serter broke. Customer's blood glucose was 139 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer stated that while trying to pack insulin pump to return, insulin pump and the box fell in a sink full of water.